Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages, service code 204) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was receiving frequent "check therapy electrode" messages and service code 204 (belt/monitor unusable).